Event description:
During an in-clinic follow-up, the device was noted to be in back-up vvi mode. There was also difficulty interrogating the device. The patient had been non-compliant with their follow-up appointments. The device was explanted and replaced to resolve the event and the patient's status was stable.

Manufacturer narrative:
Device was received in backup operation. Analysis of the device image determined backup occurred due to end of life (eol) battery voltage. Based on battery trend data and longevity assessment, the implant duration exceeded total projected longevity and is considered normal battery depletion. Further testing after cutting open the device and replacing the battery found no anomalies.